Event description:
The patient participated in a (B)(4) study of treatment for 1 or 2 consecutive level fusion between l2 and s1 using either autograft alone or dbx demineralized box matrix putty with autograft. All patients received posterior fixation with either uss or click'x systems. Preoperative diagnosis was spondylolisthesis, pars defect. Patients was implanted with uss for supplemental fixation. Patient had been experiencing pain for 12 months. Surgery date was (B)(6) 2003 and postoperatively patient experienced dural tear and csf leak, requiring no treatment. This report is 6 of 14 for the same event. This complaint is on the right screw.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.